Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2024137; medical device expiration date: 31-dec-2026; device manufacture date: 24-jan-2022. Medical device lot #: 2076930; medical device expiration date: 28-feb-2027; device manufacture date: 17-mar-2022. Medical device lot #: 2003405; medical device expiration date: 31-dec-2026; device manufacture date: 03-jan-2022. FDA notified?: the initial reporter also notified the FDA via # 0888890000-2022-8005. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd safetyglide¿ needle each from lots 2024137, 2076930, and 2003405 were blocked during the vaccine administrations. The following information was provided by the initial reporter: "clogged needles. When drawing vaccines and attaching this needle, the back pressure pushes into the syringe making it look like more than the amount is drawn. A provider was using the needle for moderna bivalent vaccine and mentioned the following: I have to draw 0.5ml. After drawing the proper amount from the vial, I waited almost 20 sec to see if the plunger moved, it doesn't. However, when connect the syringe to the needle, it pushes the plunger to 0.55 position. When trying to push the plunger back to the 0.5ml, you can feel a resistance; and then the plunger would move away past the 0.5ml to greater than the amt. This is an issue as it looks like more than the amount was drawn. I tested different ways to try and correct the issue, with no resolution (e.g. Slightly uncapping the needle cap, etc.). Sometimes you can 'push' to pop the needle open with air from an empty syringe, but this would be a safety issue, risk of infection; if using same syringe containing the vaccine dose, there could be possible waste of vaccine if pushed too far. Another report mentioned: needles clogged and unable to use. When nurses attempted to administer the covid booster (pfizer bivalent) and influenza (afluria) vaccines intramuscularly into deltoid muscle of different patients, the resistance was met. After changing the needles, the nurses were able to administer the medication."

Event description:
It was reported that at least one bd safetyglide¿ needle each from lots 2024137, 2076930, and 2003405 were blocked during the vaccine administrations. The following information was provided by the initial reporter: "clogged needles... When drawing vaccines and attaching this needle, the back pressure pushes into the syringe making it look like more than the amount is drawn. A provider was using the needle for moderna bivalent vaccine and mentioned the following: I have to draw 0.5ml. After drawing the proper amount from the vial, I waited almost 20 sec to see if the plunger moved, it doesn't. However, when connect the syringe to the needle, it pushes the plunger to 0.55 position. When trying to push the plunger back to the 0.5ml, you can feel a resistance; and then the plunger would move away past the 0.5ml to greater than the amt. This is an issue as it looks like more than the amount was drawn. I tested different ways to try and correct the issue, with no resolution (e.g. Slightly uncapping the needle cap, etc.). Sometimes you can 'push' to pop the needle open with air from an empty syringe, but this would be a safety issue, risk of infection; if using same syringe containing the vaccine dose, there could be possible waste of vaccine if pushed too far. Another report mentioned: needles clogged and unable to use. When nurses attempted to administer the covid booster (pfizer bivalent) and influenza (afluria) vaccines intramuscularly into deltoid muscle of different patients, the resistance was met. After changing the needles, the nurses were able to administer the medication.".

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2003405. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.